Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported condition was unable to be reproduced. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream and downstream thermistors were out of calibration. The upstream and downstream thermistors require calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.